Event description:
It was reported that the user was unable to pair the dexcom g6 continuous glucose monitor (cgm) to the ilet and wanted assistance with entering the pairing code; while on the call the pump proceeded to a warm-up phase and the agent instructed the user to wait for warm-up and call back if further assistance was needed. No adverse clinical symptoms were reported. Outcomes included no impact on health and no hospitalization. User support included troubleshooting and user education performed remotely. Investigation of this case revealed a pairing failure between the cgm and the ilet that self-resolved once the system transitioned to sensor warm-up; no alerts or alarms were reported and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient connectivity during cgm pairing.